Event description:
Pt had successful implant of a bifurcated device and two proximal cuffs in 2007. During a follow up visit, pt complained of discomfort; had an indeterminate endoleak. Per pt's request, the devices were explanted in 2008. A surgical graft was sewn in and the pt is doing well.

Manufacturer narrative:
Pathological eval of the explanted stent graft revealed no tears, holes, or irregularities in the graft material and no fractures or disconnects in the stent cage. Review of lot records/work orders, prior reports. No issues were noted. Operational context contributed to the event.